Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and undefined impedance, triggering a warning. It was also reported that the ra lead exhibited high thresholds and mineralisation of the ra lead was suspected. It was also reported that the right ventricular (rv) lead exhibited rising impedance and high thresholds. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.